Event description:
The reporter contacted animas on (B)(6) 2013 reporting a hospitalization for blood glucose levels up to 550 mg/dl with symptom of dehydration. The reporter indicated being treated with insulin drip because a bolus from the pump did not bring the blood glucose levels down. The reporter stated that when the pump was reviewed, the cartridge was cartridge and site were removed and a large air bubble was found in the cartridge. During a review of the cartridge filling technique, the reporter indicated that the cartridge was unable to be reviewed after filling to be sure no air bubbles were present due to limited light while out camping. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to air bubbles in the cartridge from filling.

Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The event was attributed to use error as the troubleshooting of the event indicated an issue in the cartridge filling.